Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for 240 consecutive minutes due to non-sleep anomaly software error. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, fading end cap address label, cracked retainer, and a minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed pump error 25. The blood glucose reading was 142 mg/dl. The customer was advised to discontinue use of the insulin pump and clear the alarm. There were not significant events prior to the alarm. The insulin pump will not be returning for analysis.